Manufacturer narrative:
Pt age and weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found the lens optic torn into pieces, with a piece missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens, +23.0 diopter, and noted the lens optic was cracked. The lens was removed with no patient injury and the backup lens was implanted.